Event description:
The customer alleged they received a questionable glucose hk gen.3 (gluc) result on their c701 analyzer. The patient's sample was aliquoted by the customer's modular pre analytics device. The patient's initial gluc result was 36.83 mmol/l and it was reported outside the laboratory. The sample was then repeated twice from the primary tube. The first repeat result from the initial analyzer was 4.72 mmol/l and it was reported outside the laboratory. The second repeat result from another analyzer was 4.8 mmol/l. The patient was not adversely affected by this event. The gluc reagent lot number was 669012 and the expiration date was 11/29/2013.

Manufacturer narrative:
The field service representative went on site and replaced the syringe seal during a preventative maintenance visit.

Manufacturer narrative:
This event occured in (B)(6).